Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
A customer alleged generating a false positive for flu a, flu b, sars-cov-2 while using cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. A retest of the same sample on another analyzer and competitor assay generated negative results. An investigation to evaluate the customer issue is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged the generation of a false positive result using cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. A patient sample generated a positive result for sars-cov-2, flu a and flu b which returned a negative result for all analytes when retested on another liat analyzer and with the cepheid test. The patient sample was collected using a nasopharyngeal swab with bd 220529 media type. The customer states assay tubes may be warmed to room temperature prior to use. The affiliate advised the customer to keep assay kits refrigerated until ready to use per instructions from the method sheet. No further information regarding sample collection or preparation is available at this time. An investigation to evaluate the customer issue is ongoing.